Event description:
During baxter's functional testing of a spectrum pump, it was discovered that the pump had been adulterated by the customer. The internal serial number and external serial label did not match. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed that the serial number on the input/output printed circuit board and the processor printed circuit board were different than the serial label on the outside of the pump. Per the review of the device history file for serial number (B)(4), the input/output printed circuit board and the processor printed circuit board were not original to the device. This indicated that unauthorized repairs were performed on the pump which could compromise all internal electrical components. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, svc personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from svc.